Event description:
It was reported that while using the bd vacutainer® k3e 7.2mg plus blood collection tubes that there was brown colour stain/particle within tube. The following information was provided by the initial reporter: tube contains brown colour stain/particle within tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "bd received one (1) sample, and one (1) photo for investigation. Evaluation of the attached photograph shows evidence of a brown colour stain within the tube. Evaluation of the sample indicated brown-embedded fm. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode." H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® k3e 7.2mg plus blood collection tubes that there was brown colour stain/particle within tube. The following information was provided by the initial reporter: tube contains brown colour stain/particle within tube.